Event description:
A pt contacted global technical services (gts) regarding assistance with a system error 2367 that appeared while using the homechoice (hc) unit during the initial drain cycle. Gts reviewed the alarm log, and found a system error 2240. The pt started therapy without being connected. Gts advised the use of new supplies. Per the initial report from gts, the pt line became separated from the transfer set. Product surveillance contacted the pt's nurse. She stated that the pt did not notify her about the separation. The nurse stated that the pt 'just left' the clinic before I called, and that he is doing fine. The nurse reported no injury or medical intervention. The hc is operational.

Manufacturer narrative:
Sample discarded.